Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening assessed as fold flaw opening. Calcification: observed white particles calcification -like in device inner surface. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported a right deflation. Healthcare professional later reported calcified capsule- total capsulectomy performed. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right deflation. Healthcare professional later reported calcified capsule- total capsulectomy performed. Device was explanted.